Event description:
Additional information was received on 21july2019. An 8fr sheath was used, and an angiogram was performed.

Manufacturer narrative:
It was initially reported patient weight in kilograms; however, it was confirmed the patient weight is in lbs. Therefore, a correction was made.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. A correction has been made, it reported in follow up no. 1 the birth year was 2019; however, the correct birth year has been provided. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after surgery, the involved angio-seal was used to block blood vessels. When the sealer was opened for use, the inside sheath was found to be kinked, so the angio-seal products were abandoned to seal the vessels. They completed the sealing procedure by switching to another company's product. The patient was in stable condition. A percutaneous coronary intervention (pci) was performed on the patients left main artery.